Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the direction pin on the scope was damaged. The issue was found during reprocessing. There was no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem of damaged direction pin was confirmed. The concerned product has been repaired once in the past year. On (B)(6) 2022 the image was blurry; the internal lens was damaged; the outer tube was bent and the device was repaired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.